Event description:
The service report shows the customer reported that the 840 ventilator alarm could not be heard and pt coded. The customer reported that ventilator experienced a pt disconnect alarm while on pt. Pt was in an isolated room with room closed. The ventilator was not connected to a secondary alarm system. No pt harm or injury to the pt as a result of the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing.